Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 5 months. The device was not explanted from the patient and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after almost 3.5 years of support, the patient expired on (B)(6) 2017 from a chronic, uncontrolled lvad infection. Reportedly, the infection began as a sternal wound infection on (B)(6) 2014 when cultures of sternal tissue were positive for vancomycin-resistant enterococci (vre). A surgical incision and drainage was performed and the patient received 8 weeks of IV antibiotics followed by chronic oral antibiotic suppression therapy. The wound required an omental flap on (B)(6) 2014. In (B)(6) 2014, the patient stopped medication without notifying the vad clinicians due to cost. The patient had developed a (B)(6) driveline infection by (B)(6) 2014, and underwent multiple incision and drainage procedures between (B)(6) 2014 and (B)(6) 2016. On (B)(6) 2016, a driveline revision was performed and a chronic protrusion of the omentum through the skin of the driveline wound was discovered. Granulation tissue was excised and cultures found continued (B)(6) that was multi-drug resistant. Blood cultures were also positive for (B)(6) . Multiple different antibiotics were prescribed over time; the patient experienced adverse reactions to several of the antibiotics. On (B)(6) 2016, the patient experienced increased brown drainage and bleeding from the driveline exit site. Culture isolates found (B)(6). The blood cultures were clear on (B)(6) 2016 after treatment with ceftaroline and daptomycin. Surgical incision and drainage of the wound was performed on (B)(6) 2016. Throughout this time period the patients lvad parameters and lactate dehydrogenase levels remained stable. The multi-drug resistant chronic sternal wound and subsequent driveline infections continued to be treated with various antibiotics. The patient ultimately expired on (B)(6) 2017.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported uncontrolled chronic lvad infection and subsequent patient outcome could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.